Event description:
During laser part, surgeon was holding the stone with an escape basket and an approx 1 mm of the grasping part broke. Dr during ureteroscopy located and tried to remove it with the urethral biopsy forcep but the fragment was never found for being so small. Dr expressed that this does not represent any dangers to the pt, fragment was so small that the c-arm was not able to detect it. FDA safety report ID# (B)(4).